Event description:
It was reported to covidien in 2009 that a customer had an issue with an adapter. The customer reports the adapter cracked and had to be replaced. Patient also placed on prophylactic antibiotics.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.